Event description:
The pt underwent a total joint arthroplasty of the right second pip joint and placement of a size 20 polycarbon prosthesis. An x-ray was done 3 mos later, after the pt had complained of hand pain. The radiologist dictated - there is a prosthesis noted along the second pip joint which appears to be broken at the stem. Two weeks later, the pt underwent a procedure that entailed right second finger pip joint arthroplasty using ascension size 30 prosthesis and removal of the hardware and layered closure of the right finger wound. The stem broke off the prosthesis.